Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Could not take out the tampon [foreign body in reproductive tract] when I placed it inside my body, the product was intact... String was gone in the morning [device breakage] case narrative: consumer reported via phone that she lost that tampon's string and could not remove it. No serious injury was reported.